Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during 2 of 5. The home patient (hp) stated they disconnected from the machine then reconnected. The technical service representative (tsr) explained alarm and had the hp close clamps then cycle the power to clear both se 2240 and 2367. Per the troubleshooting performed by the tsr, the hp reported that they were connected at the time of the alarm. The patient disconnect prior to the alarm and proper disconnect procedures were not used. After disconnection the patient later reconnected to the same setup. All the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The patient did not have sample available for further evaluation. The tsr reviewed proper procedures per the user manual with the patient. The tsr advised to discard supplies and start over with new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.